Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps standard capacity device was used during a routine colon biopsy procedure. According to the complainant, after taking two biopsies, major bleeding was noted. The bleed was stopped with a clipping device. The procedure was completed using the same radial jaw 4 biopsy forceps standard capacity device. Reportedly, the device was inspected/tested prior to use and no anomalies were present. Additionally, no device damage was noted during the case. No patient complications occurred following this event.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).